Event description:
On (B)(6) 2012, the reporter and the patient contacted animas and stated that on (B)(6) 2012 at 10:30am, the patient awoke to having no power to the pump. The patient reportedly experienced a blood glucose (bg) value of 400mg/dl with nausea. It was noted that during a battery change, the pump was able to resume delivery and the patient was able to perform a 5 unit bolus via the pump. The reporter denied moisture or damage to the battery compartment. There was no indication of battery cap damage and the reporter stated that it was able to secure tightly to the pump. The battery cap was reportedly never replaced. The user guide instructs the patient to replace the battery cap every six months. The reported bg value is not indicative of a bg excursion and does not meet the animas criteria of an adverse event. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the black box confirmed power on resets on (B)(4) 2012. A low battery warning occurred on (B)(4) 2012 at 12:18am followed by an unacknowledged replace battery warning at 12:20am. The battery was not replaced until 09:23pm on (B)(4) 2012. There was no damage to the battery compartment or the battery cap. The pump was exercised for 24 hours with returned battery cap and no power loss or rebooting was duplicated.